Manufacturer narrative:
Patient weight not available for reporting. Date of device breakage is not known. This report is for an unknown plate. Part and lot numbers are unknown; UDI number is unknown. Date of implant is not known complainant part is not expected to be returned for manufacturer review/investigation. Concomitant device therapy date is not known (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported patient was implanted with an unknown 130 degree angled plate and unknown quantity of screws on unknown date. It was determined postoperatively that the plate was broken. Patient was returned to surgery on (B)(6) 2017 for removal of the broken hardware. It is not known if patient was revised to other hardware. Concomitant devices reported: screw. This report is for one (1) unknown 130 degree angled plate. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Implant removal of the broken blade plate, repeated osteosynthesis with a blade plate. Suddenly during underwater gymnastics, a blow in the area of the left leg, causing another blade plate fracture to occur.